Manufacturer narrative:
Conclusions: damage to the active electrode, as might be caused by an external mechanical impact, was determined to be the root cause of device failure. Other damages found during investigation are most likely related to the explantation surgery. In addition some electrode contacts were reportedly outside of the cochlea as per CT scan. A partial migration of the electrode array is possible, as full insertion was achieved at initial implantation. The problems given in the recipient report appear to match the damage found. This is a final report.

Event description:
Affected channels were observed during in situ testing. Hearing performance with the device was reportedly affected. Parents did not report any incident of accident or trauma. As per additional information, CT scan showed partial migration of electrode array out of the cochlea. Reimplantation was performed on (B)(6) 2019.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
Affected channels were observed during in situ testing. Hearing performance with the device is reportedly affected. Parents do not report any incident of accident or trauma. CT scan showed migration of some electrodes out of the cochlea. Revision surgery is planned.